Event description:
During the post implant interrogation, the physician attempted to change the basic rate from 60 to 70, which was successful. The device was then sensing around 60 ppm but did not pace. The device was re-interrogated and then the device was paced at 70 ppm. The device remains implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. (B) (4) device was not pacing during the first post-implant interrogation until it was re-interrogated. Review of the electronic data and files rec'd. (Other): the analysis did not reveal any anomalies and no implant algorithm could explain the reported behavior. The reported behavior remains unk. However, the most probably cause would be telemetry errors during parameter programming. (B) (4). Conclusion: analysis did not reveal any pm anomaly, and no implant algorithm could explain the reported behavior. The origin of the reported behavior remains unk. However, the most probable hypothesis would be telemetry errors occurring during parameters programming. This could not be confirmed through log file analysis. Missing data (real time data files / external ECG strips) did not allow further analysis. There was no consequence for the pt, so the device can remain implanted without further action.